Event description:
A report was received that the patient¿s stimulator became infected. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s stimulator became infected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
(B)(4) 2014. Additional information was received that the physician did not suspect that the infection was device related. Symptom of infection was oozing at the pocket site. No further information available to bsn. The explanted devices were not returned to bsn.